Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high unstable threshold with no capture. It was noted that there was a small fractured helix from an earlier implant embedded in the tissue of the myocardium. The fractured helix poses no harm to the patient and its origin is unknown. The ra lead was capped and a new lead was implanted successfully. No patient complications have been reported as a result of this event.